Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) cuff that is not functioning properly. It is believed that the patient is experiencing urinary incontinence, as well as urethral atrophy under the cuff. Surgical intervention is anticipated for the aus device. No additional patient complications reported.

Event description:
It was reported that that patient, with an artificial urinary sphincter (aus) presented with recurring urinary incontinence, as well as urethral atrophy under the cuff. The aus was explanted and replaced with a new aus. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updatedb2 outcomes attributed to adverse event, b5 describe event, d6b explant date, h6 impact code, and h6 device code.